Manufacturer narrative:
The e801 analyzer serial number is (B)(6) and the e411 analyzer serial number is (B)(6). The field service engineer (fse) serviced the e801 analyzer and replaced the measuring cell, replaced punctured tubing, replaced the sample and reagent pipettes, replaced the pre-wash sipper and both channel sippers, and also replaced the seal. A blank cell test, instrument check, calibration, and qc were all performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for 2 patient samples on a cobas e 801 analytical unit and a cobas e 411 analyzer. This medwatch will cover hiv. Refer to medwatch with a1 patient identifier (B)(6) for information on the hbsag results. On (B)(6) 2026, sample 1 had an initial serum result of 14.7 coi, interpreted as reactive. The repeat result was 13.4 coi, interpreted as reactive. On (B)(6) 2026, the sample was also repeated twice on an e411 analyzer and the results were 3.83 coi and 3.84 coi, both interpreted as reactive. A plasma segment was taken from a blood bag donated by the patient and tested on an e411 analyzer. The result was 0.255 coi, interpreted as non-reactive. On (B)(6) 2026, sample 2 had an initial serum result of 1.02 coi, interpreted as reactive. The repeat result was 1.00 coi, interpreted as reactive. On (B)(6) 2026, the sample was tested on an e411 analyzer and the result was 0.535 coi, interpreted as non-reactive.